Manufacturer narrative:
The date of this devices return for evaluation is unknown. The investigation for the reported optical signal issue has been completed. The product was returned and the optical signal issue was confirmed. Console was tested with pump and purge to simulate case start. However, the pt cable was intentionally not fully snapped into the front panel optical connector to simulate the likely event that occurred in the field. Test results show that snr was also below optical pump detection threshold, causing the same result that occurred on the complaint date. The root cause of the case start issue is due to not fully seating the pt cable into the console. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was noted during prep of impella pump, the connection from the cable to the aic was not recognized, so failure optical sensor not detected occurred. Patient expired on support. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.